Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator the pt had experienced several red heart alarms while connected to the power module. The log file reviewed by the manufacturer confirmed that the rotor speed had dropped below the auto low setting.

Manufacturer narrative:
Additional information was received indicating that on (B)(6) 2013, the manufacturer's technical services representative conducted a percutaneous lead distal end replacement according to procedure. The pt remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.